Event description:
Caller reported damage to the pump housing and usb port, which, though it did not impact the ability to charge the pump, presented a risk of liquid entering the pump if exposed. Customer service decided to replace the pump after determining the screws no longer securely held the plastic surrounding the usb port after receiving and reviewing pictures of the damage. The customer, whose pump was still under warranty, was advised they would receive a replacement pump with updated software and instructed on how to put their current pump into storage mode before returning it to tandem to avoid charges. Customer was informed they would need to program settings and connect their cgm to the new pump, acknowledged the details, and accepted the replacement pump arrangement. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump.